Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a karydakis procedure, when the scrub nurse was loading the needle for closure, the needle broke into pieces. The user opened a new suture from the same box to resolve the issue. There was no patient injury.